Manufacturer narrative:
This is a follow up emdr to 1836161-2016-00028. Issues filing follow-up emdr. Getting duplicate error message so creating an additional emdr to resolve the issue.

Event description:
Customer rejected 12 pieces as they claim the packages are broken in the same place (back of package), 3 holes visible.